Event description:
The procedure was to treat a lesion in the external iiiac (off-label use). When deploying the stent, there was a jerky motion and the stent jumped backwards. The stent ended up partially deployed in the lesion and partially in an unintended site. Another company's stent was deployed to cover the remainder of the lesion. There was patient effects reported.